Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an inguinal hernia repair procedure on (B)(6)2021 and the absorbable straps were used. During surgery, only seven of the 12 straps that transferred from the device would implant the mesh. Also, six of the straps were loose and only one strap fixated the mesh. Another like device was used to fixate the mesh without problems in approximately 30 minutes. There was no damage or injury to the patient. There were no adverse patient consequences reported.